Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) female patient suffering from taa underwent tevar using zta. She had the history of total arch replacement, but the length of the proximal neck landing zone was more than 20mm and was suitable for the procedure. Firstly, zta-p-30-201-w1(lot#:unknown) was advanced over a lunderquist wire guide and was placed from zone 3 without problems. The complaint zta-p-34-209-w1 was inserted into the patient¿s body over the same wire guide as a second stentgraft. During the advancement of the delivery system to the target lesion, slight resistance was felt. However, the system could be made to reach the target site. Then, deployment of the stentgraft was begun, but difficulty in deploying it (strong resistance) occurred. Although the stentgraft could be placed in the patient eventually, it migrated proximally to a significant extent. As a intervention against this event, a backup device(zta-d-36-190-w1, lot#:unknown) was placed in the distal side and the procedure was completed. Patient outcome. No adverse effects to the patient have been reported.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: according to the reported information, the complaint device (zta-p) was to be placed distally to the previously inserted device (zta-p). Slight resistance was felt during advancement of the device. During deployment in the target region, strong resistance was experienced which led to proximal misplacement of the device. To correct for this a third device was inserted distally (zta-d). As per the reported information the patient did not experience any adverse effects. Since no product was returned and no imaging was provided, it is difficult to determine the exact cause of this event or a likely cause.. As per the reported information the device was bent greatly during preparation prior to insertion. Without the device, it is not possible to determine whether this "bent" had an impact on the reported event or not. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient suffering from taa underwent tevar using zta. She had the history of total arch replacement, but the length of the proximal neck landing zone was more than 20mm and was suitable for the procedure. Firstly, zta-p-30-201-w1(lot#:unknown) was advanced over a lunderquist wire guide and was placed from zone 3 without problems. The complaint zta-p-34-209-w1 was inserted into the patient¿s body over the same wire guide as a second stentgraft. During the advancement of the delivery system to the target lesion, slight resistance was felt. However, the system could be made to reach the target site. Then, deployment of the stentgraft was begun, but difficulty in deploying it (strong resistance) occurred. Although the stentgraft could be placed in the patient eventually, it migrated proximally to a significant extent. As a intervention against this event, a backup device(zta-d-36-190-w1, lot#:unknown) was placed in the distal side and the procedure was completed. Patient outcome. No adverse effects to the patient have been reported.